Event description:
During a pacemaker implant, the egms were not visible and there was no capture on the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported lead was received for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies except for procedural damage.